Event description:
The new ethicon stapler load popped out of the stapler. It appeared to be correctly loaded. When it was applied to the appendix and started to close the load popped out. It was able to be retrieved laparoscopically. FDA safety report ID# (B)(4).